Manufacturer narrative:
Date of initial report: (B)(6) 2017. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not completely seal after sealing tones were heard. No patient injury occurred or medical intervention was required. Another device of the same type worked well with the same generator.